Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, multiple inappropriate magnet responses were recorded on two specific dates. No known magnets or electromagnetic interference were noted on the specific dates. No intervention was performed at this time. The patient was stable.